Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was exhibiting high pacing impedance before extending the helix. The physician tried other location but had the same issues. The physician then decided to remove the rv lead and implant a passive fixation lead instead. No patient complications have been reported as a result of this event.